Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 42 in. (107cm) single port single bladder a.t.s. Cuff, part number 60760000700 and lot number z000001074, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from (B)(6) that a 42 in. (107cm) single port single bladder a.t.s. Cuff was leaking air. On 06 sep 2017, a returned product investigation was performed on the 42 in. (107cm) single port single bladder a.t.s. Cuff. The physical evaluation revealed that the returned cuff had a leak around the 90 degree port. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 42 in. (107cm) single port single bladder a.t.s. Cuff had a leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that air leakage occurred during surgery. The customer used and finished the surgery with an alternative device. No adverse events were reported as a result of this malfunction. The physical evaluation revealed that the returned cuff had a leak around the 90 degree port.